Event description:
During outreach call, customer reports to have calibration issues. Customer reports to calibrate about seven to ten times per day. Customer was instructed on proper calibration techniques. Customer also reports of having low blood glucose which caused hospitalization. Customer does not recall exact date of hospitalization, but states that blood glucose was below 20 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.